Manufacturer narrative:
The reported event could be confirmed only based on the picture received. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by the mishandling of the product. The inner tyvek cannot be damaged by the device without mishandling of the packaging. In the area where the tyvek is damaged the device is protected by (B)(4). Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the sterile drill pack was carefully opened and the scrub nurse picked up the opposite end and went to open when he noticed the was a hole in the sterile paper lid. The external packaging wasn't damaged so the drill was still deemed sterile." Procedure was completed successfully with "slight surgical delay" and no adverse consequences reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "the sterile drill pack was carefully opened and the scrub nurse picked up the opposite end and went to open when he noticed the was a hole in the sterile paper lid. The external packaging wasn't damaged so the drill was still deemed sterile." Procedure was completed successfully with "slight surgical delay" and no adverse consequences reported.